Event description:
It was reported that the lv lead dislodged when the catheter was slit during the implant. Attempts to reposition were not successful. This lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.